Event description:
It was reported that the pacemaker device exhibited high out of range pacing impedance measurements, measuring at 3000 ohms and noisy signals on this right atrial (ra) channel. Technical services (ts) reviewed and recommended to perform patient-initiated interrogation (pii) to get data and to have the patient seen in clinic for further checkup. This ra lead remains in service. No adverse patient effects were reported.